Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 29 mg/dl at the time of the event. Troubleshooting was performed. The displacement test passed. Prior to the event, a bolus of 24.7 units of insulin was delivered when the customer was sleeping. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.